Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-03712. It was reported the pt has not charged, used or checked her scs system for at least 9 months due to no longer receiving effective stimulation for an unk amount of time. F/u identified, at this time, the pt's scs ipg is depleted; however, there is no course of action planned as the pt is not interested in surgical intervention.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.